Event description:
It was reported that the patient was revised due to pain and poor cup position approximately 2 years post implantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Catalog number:00-8757-056-01, lot number:77010387 brand name: continuum tm shell. Catalog number:00-8852-012-36, lot number: 64802356 brand name: vit e liner elevated. Catalog number:00-7848-022-00, lot number:64746102 brand name: kinectiv modular. Catalog number:00-6250-065-30, lot number:j6793110 brand name: bone screw. Catalog number:00-6250-065-36, lot number:j6828155 brand name: bone screw. Catalog number: 00-7713-011-00, lot number:64816986 brand name: m/l taper stem. Catalog number: 00-8775-036-02, lot number:3043607 brand name: biolox delta head. Multiple reports were submitted along with this report: 0001822565-2022-01023 and 0001822565-2022-01025. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once theinvestigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: slight decreased lateral inclination of the left acetabular cup. Reported event was confirmed by review of x-rays provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.